Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-sep-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a patient was missing. The technical support specialist (tss) determined auto-discharge setting for unit ers was configured for 2 days, which caused the patient status to expire, and the visit status was marked as expired. The facility setting for temporary patient active duration was verified as 24 hours. The unit configuration was updated in the pyxis enterprise server settings to prevent premature discharge. After changes were applied, the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the patient referred to as rsi was added into the system. The emergency room staff attempted to retrieve emergency kits, but the patient did not appear on the pyxis. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.